Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in a (B)(6) female patient who had essure (batch no. C91769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity (B)(6) and abortion ((B)(6)). Concurrent conditions included body mass index normal and rash on leg. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since 2002 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menstrual bleeding / abnormal bleeding (menorrhagia)"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced device expulsion ("migration of essure device location of device: uterus"), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced infection ("infections"), pain in extremity ("right leg pain") and back pain ("lower back pain"). The patient was treated with total hysterectomy (uterus and cervix removed). Essure treatment was not changed. At the time of the report, the pelvic pain was resolving and the infection, vaginal haemorrhage, menorrhagia, hormone level abnormal, female sexual dysfunction, depression, anxiety, migraine, device expulsion, nausea, dyspareunia, fatigue, weight increased, pain in extremity and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, device expulsion, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, infection, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight (B)(6). Left side -4 trailing coil, right side -7 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2018: pfs received: concomitant drug added. Event persistent pelvic pain / pain outcome updated to recovering. Case was upgraded to incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 33-year-old female patient who had essure (batch no. C91769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and abortion (2). Concurrent conditions included body mass index normal and rash on leg. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since 2002 to (B)(6) 2015 and ibuprofen. In (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menstrual bleeding / abnormal bleeding (menorrhagia)"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced device expulsion ("migration of essure device location of device: uterus"), 2 years 3 months after insertion of essure. On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced infection ("infections"), pain in extremity ("right leg pain"), back pain ("lower back pain"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and salpingectomy(bilateral removal of fallopian tube). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder and bladder disorder had resolved and the infection, hormone level abnormal, female sexual dysfunction, depression, anxiety, migraine, device expulsion, nausea, dyspareunia, fatigue, weight increased, pain in extremity, back pain and dysmenorrhoea outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, infection, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 155 lbs. Left side -4 trailing coil, right side -7 trailing coil. Plaintiff received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event outcome were updated. Events: bladder/urinary problems added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 33-year-old female patient who had essure (batch no. C91769) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, abortion (2), adenomyosis and endocervicitis. Concurrent conditions included body mass index normal and rash on leg. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since 2002 to (B)(6) 2015 and ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menstrual bleeding / abnormal bleeding" (menorrhagia), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced device expulsion ("migration of essure device location of device: uterus/ "essure" noted protruding from the right fallopian tube area into the endometrial cavity."), 2 years 3 months after insertion of essure. On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced infection ("infections"), pain in extremity ("right leg pain"), back pain ("lower back pain"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and salpingectomy(bilateral removal of fallopian tube). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal hemorrhage, heavy menstrual bleeding, urinary tract disorder and bladder disorder had resolved and the device expulsion, infection, hormone level abnormal, female sexual dysfunction, depression, anxiety, migraine, nausea, dyspareunia, fatigue, weight increased, pain in extremity, back pain and dysmenorrhoea outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, hormone level abnormal, infection, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 155 lbs. Left side -4 trailing coil, right side -7 trailing coil. Plaintiff received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Batch no c91769. Production date 2014-08-05. Expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter information, medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 33-year-old female patient who had essure (batch no. C91769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and abortion (2). Concurrent conditions included body mass index normal and rash on leg. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since 2002 to (B)(6) 2015 and ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menstrual bleeding / abnormal bleeding (menorrhagia)"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced device expulsion ("migration of essure device location of device: uterus"), 2 years 3 months after insertion of essure. On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced infection ("infections"), pain in extremity ("right leg pain"), back pain ("lower back pain"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and salpingectomy(bilateral removal of fallopian tube). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder and bladder disorder had resolved and the infection, hormone level abnormal, female sexual dysfunction, depression, anxiety, migraine, device expulsion, nausea, dyspareunia, fatigue, weight increased, pain in extremity, back pain and dysmenorrhoea outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, infection, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 155 lbs. Left side -4 trailing coil, right side -7 trailing coil plaintiff received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Batch no c91769 production date 2014-08-05 expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in a 33-year-old female patient who had essure (batch no. C91769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and abortion (2). Concurrent conditions included body mass index normal and rash on leg. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since 2002 to (B)(6) 2015 and ibuprofen. In (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menstrual bleeding / abnormal bleeding (menorrhagia)"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced device expulsion ("migration of essure device location of device: uterus"), 2 years 3 months after insertion of essure. On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced infection ("infections"), pain in extremity ("right leg pain") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and salpingectomy(bilateral removal of fallopian tube). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the infection, vaginal haemorrhage, menorrhagia, hormone level abnormal, female sexual dysfunction, depression, anxiety, migraine, device expulsion, nausea, dyspareunia, fatigue, weight increased, pain in extremity, back pain and dysmenorrhoea outcome was unknown. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, infection, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 155 lbs. Left side -4 trailing coil, right side -7 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: pfs received. Event "dysmenorrhea (cramping)" added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report